Event description:
The manufacturer received information alleging repetitive sinus and upper respiratory issues, black residue in the water reservoir related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging repetitive sinus and upper respiratory issues, black residue in the water reservoir related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found error-22 logged. The manufacturer concludes there was no evidence contamination. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. The manufacturer received voluntary medwatch (mw5105469) alleging an issue related to a continuous positive airway pressure (CPAP) device.